Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. There were numerous kinks, with blood and contrast in the device. Magnified inspection identified a pinhole in the balloon material, 12 mm from the tip of the device. Microscopic examination of the markerbands and the balloon material presented no irregularities that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-june-2015 it was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 1.50mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.